Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There has been no other complaints reported in the lot number. Add'l info was requested on 08/19/2011, 08/23/2011 and 08/24/2011 by fax, phone and mail. A completed questionaire was received on 09/08/2011. (B)(4).

Event description:
A surgical tech reported the surgeon "did not like the looks of the shunt" after the flap had been cut during glaucoma filtration surgery. She stated the surgeon requested the backup shunt, but before the back up shunt could be opened, the surgeon changed her mind and converted to a trabeculectomy. She reported that following the trabeculectomy, the wound was leaking, and that one day postoperatively, the pt's intraocular pressure (iop) had gone up and the surgeon lasered a few sutures.